Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of life (eol) indicator earlier that expected, as it only had been in service for over a year. At this time, there is no evidence that suggests an intervention has been performed to extract and/or replace the device. No adverse patient effects were reported. The decision was to leave the device implanted in the patient. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. The product was discarded by the explanting hospital, so it is not available for return and subsequent analysis.

Manufacturer narrative:
The product was discarded by the explanting hospital, so it is not available for return and subsequent analysis.